Event description:
Additional information was received from the health care provider (hcp) and manufacturing representative. The hcp did not see the patient until (B)(6) 2016 for the first time. The patient had morphine 6mg/ml in their pump, infusing at 2.0474mg/day. The hcp deactivated the patient's personal therapy manager (ptm) on (B)(6) 2016 to see how she tolerated pain. The hcp prescribed oral pain medication for break through pain. The patient would see the hcp again on (B)(6) 2016, and he planned to slowly wean down simple continuous and see how patient tolerated it before explanting the pump per the patient's request.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient's pump was "not working" and it was slipping in the pocket. The patient presented to a new managing physician's office as they had violated their pain contract with the previous physician. The patient reported that a recent catheter study showed no kinks or leaks. It was unknown what led to the event. No actions or interventions were taken and the event was ongoing. The pump was not interrogated. The patient's status was reported as "alive - no injury." The patient had scheduled a follow-up appointment for (B)(6) 2016. No surgical intervention was planned or had occurred. [There was additional information reported that was not relevant to this event and therefore was omitted; see pe 701260687 - pocket revision dec 2015].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.